Manufacturer narrative:
Bsc aware date updated from 27aug2019 to 26aug2019.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at less than nominal pressure. No patient complications nor injuries were reported and the patient was not harmed.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at less than nominal pressure. No patient complications nor injuries were reported and the patient was not harmed.